Event description:
It was initially reported by the physician that patient was experiencing painful stimulation at the generator site for the past three months. Patient went to the ER several times for the pain. It was stated that the pain resolves when the device is turned off. Diagnostics results showed everything working within normal limits. It was also stated that the patient is scheduled for generator replacement surgery. Good faith attempts to obtain additional information has been unsuccessful till date.